Event description:
The customer alleged the bag is still almost half full when pump is alarming dose done.

Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed. This MDR is being submitted as part of a retrospective review of reportability.